Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis and exit site infection coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The same day the patient was treated with intraperitoneal (ip) vancomycin 2 gram loading dose, vancomycin 1 gram subsequently to the loading does every 4-5 days for 3 weeks and (ip) ceftazidime 1 gram daily for a total of 4 days for the peritonitis and the exit site infection. Three days later treatment with ceftazidime was discontinued, but the treatment with vancomycin was ongoing. The cause of the peritonitis was a break in aseptic technique. At the time of this report, the peritonitis and the exit site infection were fully resolved. No additional information is available.